Event description:
"Problem" in mainboard, don't "display" the sector indicator and the battery "autonomy".

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag over 1 year ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being prepared for use. The root cause was a defective mainboard. The mainboard was replaced to solve the issue. There was no patient or user harm.